Event description:
It was reported that the device exhibited an error message for ¿reconnect cassette / estimate over 500.00¿. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
E1 initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed the entire device slightly worn. Then event history log showed ¿downstream occlusion¿ alarm messages occurred. Functional testing was able to replicate the reported issue. The downstream occlusion (dso) sensor was not working and was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.